Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaints were confirmed. The image disappeared during angulation and the e216 and b30 errors were displayed due to damage on the charged coupled device (ccd) unit. Also, evaluation found the bending section cover adhesive was chipped and the bending section cover was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components of the electric board (ic chip, capacitor, etc.) Due to stress, external factors, or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer, that when using an endoeye flex deflectable videoscope, the image disappeared upon angulation but returned, and there was an e216 scope communication error code. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was also a b30 scope communication error.